Event description:
Device issue; difficult to deploy - needle plunger, detached - posterior foot. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. Onset of adverse event: during vessel closure. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a heavily calcified scarred common femoral artery after an interventional procedure. Reportedly, during needle plunger deployment, resistance was felt; additional force was applied causing the posterior portion of the foot to detach in the subcutaneous tissue. The detached portion of the posterior foot was removed with hemostats. Manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not complete.